Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.